Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while the ilet displayed a sensor glucose of 101 mg/dl from a dexcom g7, whereas a contemporaneous fingerstick measured 41 mg/dl; the user had eaten dinner, announced the meal, and walked afterward, and was instructed to calibrate with the fingerstick value and continue monitoring with a glucometer, with the pump expected to adjust as values aligned. Symptoms included tongue numbness and confusion consistent with hypoglycemia. Outcomes included correction with oral glucose and no need for outside assistance or medical intervention. Investigation included troubleshooting and user education on sensor calibration and continued blood glucose monitoring during discrepancy. Investigation of this case revealed a sensor-reading discrepancy relative to capillary blood glucose with no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.